Event description:
It was reported to tyco kendall in 10/2001 that, while a nurse was removing the needle after blood collection from a pt's arm, the needle separated from the tubing. The needle was removed from the pt's arm without difficulty or adverse consequence.